Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defect could not be identified, the b30 error was likely caused by endoscope connected to the device based on troubleshooting by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. The customer determined the scopes were the problem and not the evis exera iii xenon light source. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii xenon light source displayed a b30 (scope communication) error while using 190 scopes. The event occurred during an unspecified therapeutic procedure. There was no reported patient harm associated with this event.